Manufacturer narrative:
D4: unique identifier (UDI): (B)(4). The lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the titanium adapter and non-vantive catheter; further described as "the catheter can be pulled out after connecting to titanium adapter." This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, h6 and h11: b5: during follow up, it was clarified that there was a connection issue between three (3) [previously submitted as one (1)] titanium adapters and non-vantive catheter; further described as "the catheter can be pulled out after connecting to titanium adapter." H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.